Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-10735. It was reported that the patient presented to the clinic for post implant device check. Device interrogation revealed, the right atrial (ra) lead exhibited loss of capture. Chest x-rays confirmed the lead had dislodged. The ra lead was repositioned successfully. While closing the pocket it was observed the right ventricular (rv) lead exhibited loss of capture. The rv lead was explanted and replaced on (B)(6) 2020. The patient was in stable condition and discharged.

Manufacturer narrative:
The reported event for failure to capture was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.